Event description:
It was reported that the fiber exploded during the ureteroscopy procedure. There was no patient harm, however, a tech was holding the fiber and suffered a minor injury. The procedure was completed with another device.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Visual analysis identified that the fiber was broken into two pieces. The instructions for use state: "inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the fiber, return it to the supplier for replacement. A damaged fiber may cause accidental laser exposure or injury to the treatment room personnel or patient, and/or fire in the treatment room." It is likely that procedural conditions of the device during set-up or use contributed to the fiber body break. A fiber could be damaged or kinked during setup and fully break once laser energy is applied. The patient codes of injury, nos (not otherwise specified) is known and anticipated. Based on the gather information the complaint, the most probable cause of known inherent risk of device is selected for the complaint.

Event description:
It was reported that the fiber exploded during the ureteroscopy procedure. There was no patient harm, however, a tech was holding the fiber and suffered a minor injury. The procedure was completed with another device.